Event description:
It was reported that during a routine device change out, an insulation abrasion was noted on the atrial lead. The physician used silicone glue to repair the lead. The lead remained implanted and in use.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.